Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called to treat a low blood of 20 mg/dl. Customer was transported to the hospital. Customer stated that he had broken four ribs. Advised customer that the insulin pump will be replaced. Nothing further reported.